Event description:
The physician reported that the patient's device was explanted on (B)(6) 2012. The patient was seen in the emergency room on (B)(6). The patient had a history of coming into the office complaining of multiple things - it hurt, he had trouble sleeping, pain over chest, etc. The device was disabled in (B)(6) 2012; however, the patient continued to have complaints. After the patient went to the emergency room, he wanted the device removed even though it was off. It was noted that the patient is an alcoholic, so his ability to accurately assess and recount is suspect. No additional information has been provided.

Event description:
Additional information was received stating that the vns patient continued to experience pain in his left chest despite disabling the device; therefore, the epileptologist and surgeon elected to remove the device as the pain appeared to be due to the presence of the device.